Manufacturer narrative:
Pr (B)(4) follow up report for device evaluation. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information received material#:305916 batch#:regx0363,ref (B)(4)(unknown) regw1124, it was reported by customer that 305916 safety glide needle is clogging and they are not able to administer their flu vaccination. Verbatim: 305916 safety glide needle is clogging and they are not able to administer their flu vaccination. "Sometimes you try to give the shot and the vaccine itself won't go through the tip. Not even all needles in the same box having this issue, but enough to where it's a gamble. Rphs trying to test when pushing the air out and that seems to indicate the needle will work, but I had one the air went out but still had to push sooo hard to get the drug in arm."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: regx0363. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 09nov2022. D4. Medical device lot #: regw1124. D4. Medical device expiration date: 31aug2027. H4. Device manufacture date: 31oct2022. D.4. The reported lot number [ref20993] was reported, however, this is not a lot # manufactured for the reported catalog #[305916 ]. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles are blocked. The following was received from the initial reporter: 305916 safety glide needle is clogging and they are not able to administer their flu vaccination. "Sometimes you try to give the shot and the vaccine itself won't go through the tip. Rphs trying to test when pushing the air out and that seems to indicate the needle will work, but I had one the air went out but still had to push sooo hard to get the drug in arm."